Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.19 inches from the nail head, causing corrosion. The internally torn soft cannula is confirmed as the cause of the reported event. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. It could not be determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.